Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was broken. Product analysis suggests the product was used in a surgical procedure. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter, on (B)(6) 2016, the surgeon was using a balloon dissector to dissect the plane in an inguinal hernia tep operation. The balloon overinflated and popped. The surgeon was able to complete the case with no harm to the patient or delay in the procedure.